Event description:
It was reported that during a l.a.v.h., the instrument began to function intermittently with hand activation. The instrument was retightened and then the generator received an error 5 during the pre-run test. A second instrument was then used to finish the case with no pt consequence.

Manufacturer narrative:
The analysis results found that when attempting to activate the ace36p on a gen04 gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. Therefore, the instructional insert states: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." However, no anomalies were noted with the switch buttons. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.